Event description:
It was reported that during an esophagostomy procedure, the device was inserted into the trocar. The device was placed over the esophagus and the surgeon closed the jaws of the device. He then pulled the trigger plastic to plastic. No firing of the blue reload took place. The surgeon took the device out of the trocar, he examined the device outside the patient, closed the jaws and fired plastic to plastic and then the jaws got stuck. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Damaged yoke teeth, damaged firing trigger teeth. Additional information was requested, but unavailable. The analysis results found that the ets45 device was received with the clamping and firing mechanism damaged and with the handle shrouds slightly separated. A 6r45b cartridge was loaded in the device and was unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth and firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing and clamping mechanisms to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.